Manufacturer narrative:
The pump was returned assembled with the driveline severed 7.5 inches from the pump housing, and two separate portions measuring 4 inches and 28.5 inches in length were also returned. Visual examination of the driveline revealed breakdown in the metal braided shielding approximately 2.5 inches from the pump housing, at the terminus of the pump end bend relief. Upon removal of the metal braided shielding, breaches to the insulation of the orange and brown wires were identified underneath the area of observed shield breakdown. The insulation breaches appeared to be consistent with fatigue damage due to repetitive movement of the wires at this location. The orange and brown wires redundantly support motor phase 3 and 2 respectively. If the exposed conductors of the orange and brown wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short would have resulted in the low speed alarms and pump stoppages that were confirmed through the evaluation of the submitted system controller log file. Evaluation of the sealed outflow graft conduit and the pump''s blood contacting surfaces, revealed no evidence of depositions or thrombus formations. The disassembled pump bearings and rotor were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 year, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went to the hospital on (B)(6) 2017 after several unspecified alarms sounded from the patient¿s system controller. The patient was asymptomatic. The system controller log files showed several pump speed drops. An external driveline evaluation was performed by the manufacturer¿s technical services representative and pump speed drops occurred while the patient performed upper body movements. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.